Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed for a mid biliary stricture on (B)(6), 2010. This procedure was conducted as part of the (B)(4) wallflex biliary fc benign stricture study. According to the complainant, a cholangiogram performed on (B)(6), 2010 revealed a mid biliary stricture, which had been previously treated with a plastic stent. During the stent placement procedure, the plastic stent was removed, and a sphincterotomy was not performed. On (B)(6), 2011 the patient was noted to have mild jaundice which was reported as unrelated to the study stent. On (B)(6), 2011, 168 days after study stent placement, the patient underwent per protocol stent removal, during which stent migration was noted. Examination by endoscope revealed that the stent had migrated completely and the patient had passed it through his system. There was no evidence of a recurrent stricture or cholangitis. There were no patient complications reported as a result of this event. The event was reported as resolved without residual effects.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.